Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. The replacement was successfully performed and a new rv lead was implanted. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. The replacement was successfully performed and a new rv lead was implanted. No additional adverse patient effects were reported outside the revision procedure. Additional information was provided that this rv lead recorded high out of range shock impedance measurements and subsequently, this lead was explanted. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.